Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the phenom did not have resistance being retrieved through the patient's anatomy. The information is confirmed by the physician.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside the outer carton, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were found to be open and frayed. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be flattened from 1.5 cm to 8.5cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, the resistance was observed at the damaged location. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end of the braid was found open and frayed. The cause of the failure to open could not be determined. Possible causes for this failure include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. The customer reported that the vessel tortuosity was moderate and that the braid was not positioned in the vessel bends, ruling out these factors as potential causes. It is possible that the damage to the braid contributed to the failure to open. Such damage can occur due to over-manipulation, improper deployment technique, or resistance encountered when advancing or retracting the delivery wire, as well as during deployment or re-sheathing against resistance. Additionally, the customer's report of "resistance during retrieval" was confirmed, as damage was found on both the pipeline flex shield braid and the phenom 27 catheter. The observed damage to the catheter (flattening), hypotube (stretching), and braid (fraying), indicates that high force was applied. This damage may have resulted from the customer' s attempts to retrieve the pipeline flex shield through the catheter while encountering resistance. Possible causes of resistance include vessel tortuosity and a lack of continuous flushing with heparinized saline during the procedure. The customer indicated that the vessel's tortuosity was moderate, ruling it out as a potential cause. In this event, a lack of continuous flush with heparinized saline may have contributed to the resistance issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: ped2-500-30 (d053981). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a flow diversion procedure for an unruptured saccular aneurysm located in the internal carotid artery, the pipeline embolization device 5.00mm x 30mm did not open distally, with less than 50% of the device deployed. The pipeline had not been positioned in a bend. No additional steps were taken to open the device. The device was resheathed two or less times and subsequently removed from the patient along with the microcatheter. During removal, the microcatheter (phenom) experienced stretch and its tip became entrapped or stuck. Moderate vessel tortuosity was noted. No force was applied during delivery or removal, and no vasospasm was observed. The catheter was not stuck in the guide catheter. No patient complications have been reported as a result of this event. Angiographic results post procedure indicated successful deployment with a new device. The aneurysm max diameter was 5mm, and the neck diameter was 30mm. The landing zone was 5.1mm distal and 4.9mm proximal. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a stryker cat 5 guide catheter.